Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. The fluoro functions pcb was re-seated and chips re-set. Low voltage power supply adjusted above the 5.0 volt threshold. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.